Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a battery low alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced by a service technician. A visual inspection, battery test, and functional test were performed. The battery low alarm was identified during the battery test. The cause of the condition was undetermined. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.